Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient was treated with steroid injection and underwent a skin revision surgery to remove the excess skin on (B)(6) 2022.